Manufacturer narrative:
An attempt to inflate the balloon revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 2.5mm longitudinal tear in the balloon, which is approximately 5.5mm from balloon proximal tip. Based on the information provided, the root cause of the tear could not be conclusively determined. The review of the lhr (f1435109) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the clinical nurse informed the company distributor that the mynxgrip (6f/7f) vascular closure device failed during the procedure. The balloon inflated during prep. The balloon deflated during the procedure. There was no calcification on the vessel. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was given antibiotics intravenously as a routine protocol for angioplasty cases and was not related to the event. The patient's hospitalization was not mynx related. Additional information: the balloon lost pressure at the 1st stop (sheath). At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention periphery sheath size: 6f vessel size: 6 mm stick location: medium.